Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor feedback there were 2 cases of patients getting burnt by the unit. After checking the unit, the unit is operating according to specifications. Alternate site burn of 2nd degree at buttock area. Found after post op 9 days. Cream/antibiotic were applied on the area. The patient is stable.

Manufacturer narrative:
Additional information: (MFR name, street1, MFR city, region, postal code),evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the unit passed the performance and esa tests. The device was used with an extension and found that with the extension, the earth bond test result is 0.214 ohms. Without using the extension the test passed. The user was advised not to use the extension. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor's feedback is that the patient got burnt by the unit. This was a monopolar case. After checking the unit, the unit was operating according to specifications, but patient had a burn of 2nd degree at the buttock area which was found 9 days post-operative. Cream/antibiotic were applied on the area. The patient is stable.